Manufacturer narrative:
Findings: unit was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to verify signal too low alarm, unexpected restart alarm or displayable history crc check failed on startup alarm due to blank display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to battery fluid. The customer was assisted with self test and pump passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.